Event description:
It was reported that a balloon rupture occurred.The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left coronary artery. A 10mm x 3.00mm Wolverine Coronary Cutting Balloon Monorail was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 6atm for 10 seconds. The device was removed using the normal method without any problem. The procedure was completed with a different device. There were no patient complications reported, and the patient was stable post procedure.